Event description:
It was reported the impedance was >10,000 ohms. The electrode pairs of 6 <(>&<)> 7 and 2 <(>&<)> 3 showed >10k when they had the new implantable neurostimulator (ins) hooked up to the existing system. It was not known if there were pre-existing high impedances with the old ins as the ins was dead when they went to replace it. There were no longevity concerns with the old ins. They tested up to 3 volts. There was 1 short between 0-1. There was low out of range impedance values. All others that had been high previously normalized when they tested the impedance at 3v. They looked at reference electrode results for 2, 3, 6 and 7 and they were all normal range. With 6 as a reference electrode, values were in 700-900¿s. With reference electrode as number 7, the values were 1,000-1 ,500 ohms. With 2 as the reference electrode it was between 700-1,100 ohms and 0-3 was 976 ohms. The patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-45, lot # j0455484v, implanted: (B)(6) 2005, product type lead; product ID 3887-45, lot # j0455484v, implanted: (B)(6) 2005, product type lead; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 74002, product type adapter; product ID 7489, product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 74002 lot # n481164, implanted: (B)(6) 2014, product type adapter; product ID 748910, serial # (B)(4), implanted: (B)(6) 2014, product type extension.

Event description:
Additional information received reported that the high impedances were during surgery and stimulation was not turned on intra-operatively. The patient was doing well and receiving excellent therapy. The explanted/old implantable neurostimulator (ins) would not be returned.